Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A technical support specialist (tss) found in lmi that the cabinet was last online. Walked the customer through powering on the all in one (aio) using the power button. Verified in the populate buttons screen that no drawers had failed. Customer confirmed the cabinet was back in service. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet was down and screen was black. There was probably a power outage due to bad weather. However, there were no delays or adverse events or injuries reported based on this event.